Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that during a trial case, an inaccuracy was noted of at least 5mm. Navigation and the surgery were aborted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician: the case was a functional endoscopic sinus surgery (fess). The secondary monitor was a touch screen. The site aborted navigation, and finished the procedure. The physician could not recall any other information and did not have any further details available.